Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted to hospital on unknown date. It was unknown if the customer was using auto mode. The insulin pump will not be returned for analysis.